Manufacturer narrative:
Additional information was received on 15-nov-2023. It was reported that the char was found on tip electrode. No error messages were observed and no issues related to temperature and flow on the catheter were noted. The patient has not exhibited any neurological symptoms since the procedure was completed. Intraoperative heparin administration was done for the thrombi. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. In addition, the lot number of 31103152l was provided. Therefore, the d4. Lot, d4. Expiration date, and d4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-dec-2023. It was reported that char was wiped off (after being detected in the right pulmonary vein (rpv) and left pulmonary vein (lpv)), and the procedure was continued. On 18-dec-2023, it was reported that causal relationship with the product is unknown. The char may have occurred on the proximal side of the electrode tip due to insufficient irrigation when using 90w. There were no abnormalities observed before using the product. There were no abnormalities observed while using the product. With the information received regarding the irrigation issue, the code of obstruction of flow (a1409) was added under h 6. Medical device problem code. Patient details, as well as tests/lab data, were also provided. Therefore, sections a. Patient information and b. Adverse event or product problem were updated. Since a lot number was provided, a manufacturing record evaluation was performed for the finished device number lot 31103152l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and char was detected on the catheter. Char formation on the qdot resulted in the ¿fine thrombi¿ detected in right pulmonary vein (rpv) and left pulmonary vein (lpv). With the information available, this event was not assessed as a patient event as there was no indication of intervention nor patient consequence. However, this was noted as a MDR reportable malfunction as char formation on the qdot resulted in the fine thrombi left in the patient.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).